Event description:
Information was received indicating that a pump with a cadd administration set attached was slow and intermittently pre-filling, the filter was reported to be completely full and ran empty again for approximately 45 minutes. It was reported the filter had to be held vertically while infusing to fill the filter and that air could only be removed temporarily which required the batch to be changed. Per reporter a different lot was used with no issues over a two day period.

Manufacturer narrative:
Report source: (B)(6).

Manufacturer narrative:
Other, other text: additional information added to d10. H3, h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Eleven samples were returned for evaluation, one sample came without its original packaging in used condition, decontaminated and inside a plastic bag. Ten samples were returned in unused conditions within their original sealed packaging. The complainant?s returned units were visually inspected at 12inches to 16 inches under normal conditions of illumination according to procedure. Per visual inspection, no damage or other discrepancies were detected. During functional testing, the samples were purged from the air as per procedure and the test was performed using hydrostatic vessel. In ten unused samples, air was completely purged, and the water flowed easily through the entire unit, no leakage, occlusion, or air collection in the filter was observed. In used sample, air was completely purged, and the water flowed easily through the entire unit, however it started to leak from the air vent in the filter. No root cause could be related to manufacturing process, was determined as a supplier component issue, scar was initiated for supplier, to perform a complete root cause analysis for the exact failure mode reported for leak in air vent of filter. Based on samples evaluation the root cause of the issue is not generate by the supplier manufacturing process, but rather by other causes after our process (i.e., drugs interaction, administration, handling). The manufacturing date of the reported affected lot was prior to the competition of the action performed.